Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the intensive care unit (ICU) for chest pain, had an episode of ventricular fibrillation (vf) which appeared to have undersensing in the ventricle. A guidant technical services consultant reviewed a faxed egram and noted that the rhythm was a slow agonal-type rhythm and discussed possible lead position vs electrolytes vs myocardia infarction (mi) as a possible cause for the undersensing. The device was explanted and replaced with another ICD which sensed appropriately.,